Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I had mine done in november and am asking the same thing why did I do this. 6 weeks out and still having hard time straightening my knee and I've been doing therapy and at home exercises. Hopefully it starts getting better soon."